Event description:
It was reported that the exhibited downstream occlusion damages. There was unknown patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, damaged battery compartment, and a swollen dso seal. A review of the event history log found multiple 'high alarm displayed: downstream occlusion' messages. Visual inspection was able to verify the reported problem. It was determined that the defective dso seal was the root cause. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.